Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no products were returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including return of device, patient medical records, x-rays and operative reports are needed in order to complete this investigation. No further investigation for this event is possible at this time.

Event description:
Patient was admitted to the hospital with a dislocated hip. The patient was consulted for an open vs closed reduction of the hip. After attempting closed reduction and being unsuccessful the surgeon performed an open reduction of the hip. After dissecting down to the joint it appeared that the femoral head had disassociated itself from the polyethylene liner. The liner was un-retrievable without extensive dissection. The surgeon opted to leave the liner in the patient so not to cause further trauma/complication . He then implanted a constrained liner and new femoral head and closed the skin. The implant polyethylene liner was not retrievable and was left in the patient.

Event description:
Patient was admitted to the hospital with a dislocated hip. The patient was consulted for an open vs closed reduction of the hip. After attempting closed reduction and being unsuccessful the surgeon performed an open reduction of the hip. After dissecting down to the joint it appeared that the femoral head had disassociated itself from the polyethylene liner. The liner was un-retrievable without extensive dissection. The surgeon opted to leave the liner in the patient so not to cause further trauma/complication . He then implanted a constrained liner and new femoral head and closed the skin. The implant polyethylene liner was not retrievable and was left in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Left in patient.